Event description:
It was reported that a radiofrequency (rf) telemetry communication or interrogation problem was observed on the implantable cardioverter defibrillator (ICD) during use of a transmitter. There were no patient consequences.